Event description:
I have been using a philips dream station CPAP for 3 years. I have since been diagnosed with asthma. I have headaches, dizziness, cough, sore throat, red/irritated throat, asthma, chest pressure, trouble breathing, stuffy nose, hypersensitivity to smells and chemicals. FDA safety report ID # (B)(4).